Event description:
It was reported that log files captured no external power events on (B)(6) 2022 that were caused by power to the mobile power unit (mpu) being briefly interrupted. The patient was unable to recall if there was a power outage at the time. The mpu had a v-lock connector on the ac power cord. The mpu remained in service following the reported events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log files. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, log files were submitted for review. A review of the submitted log files showed overlapping events spanning approximately 33 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). No external power alarms were also active on (B)(6) 2022 from 11:52:03 ¿ 11:52:13 due to loss of ac power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms which cleared once power was restored. There were no other notable alarms active in the log files. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 23nov2021. No further information was provided. The manufacturer is closing the file on this event.